Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in valve side assessed as cracked valve seat diaphragm valve, opening device on the plug strap bond edge side assessed as unidentified (tear) opening (shell thickness within specification) and one opening on posterior side assessed as surgical damage. Additional observations: yellow particles in device inner surface are observed. Creases are observed.

Event description:
The device has been explanted and replaced.